Event description:
A narrow lcp plate implanted approximately 9 months ago, broke post-operatively. The plate was implanted on a periprosthetic femur fracture and involved locking screws distally and threaded cerclage pins and cables proximally. Plate broke at the fracture site.